Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that patient¿s system was explanted due to infection. The cause of infection was thought to be bacteria with vegetation growth on both leads. It was not reported to be device or procedure related to pocket site infection. Patient was diagnosed with sepsis, weakness, shortness of breath, and altered state of awareness. Post explant procedure, patient remained in hospital for IV antibiotic therapy. Physician elected not to implant due to poor health and age.

Event description:
New information received states that the event was observed (B)(6) 2017.